Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the pod did not adhere well to the skin, and during the night the cannula slipped out while the patient was sleeping. The guardian stated that although the pod was still attached to the skin during the medical event, the cannula was found to be outside the skin. Following this, the patient experienced elevated blood glucose (bg) levels, with a reported value of 560 mg/dl. Due to the high bg levels, the patient was admitted to the hospital on (B)(6) 2026, and remained hospitalized from approximately 12:00 p.m. Until discharge the following day on (B)(6) 2026, at 17:30. The patient stayed overnight and was treated with infusions; however, no additional details regarding the type of infusion were provided. After treatment, a new pod was applied. The pod was discarded at the hospital, and it is unavailable for return. The pod had been worn on their abdomen between 5 and 24 hours.